Manufacturer narrative:
(B)(4). Internal file number -(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: cruise, treasure floppy, guide catheter: destination 6f 45cm. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, concentric and de novo common iliac artery that was 90% stenosed. The 7.0 x 39 mm omnilink elite stent delivery system (sds) could not cross the bifurcation of the left and right common iliac artery due to the anatomy. The stent did not pull back into the 6f guiding sheath and both the guiding sheath and sds were removed from the anatomy as a single unit. Outside the anatomy, the stent was found to be stretched. Procedure was successfully completed using the same guiding sheath and a 7.0 x 40 mm non-abbott stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. The reported difficulties were likely due to operational context of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no similar incidents. The investigation determined that the reported difficulties are related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.